Event description:
Received customer's (B)(4) report from FDA, which states, "medication hung as a secondary on the pump, when the secondary is unclamped, it flows into the primary bag instead of through the pump." Customer reports that the secondary medication was ancef. Although requested, no additional info was provided. Customer stated that there was no impact on the patient.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.